Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form that the patient expired on (B)(6) 2013. The "cause of death" provided was "hemorrhagic stroke after tpa for pump thrombosis". The manufacturer received additional information from the vad coordinator that the patient was intermittently admitted with high ldh. On his last admission his ldh was in the 4000's. His inr on admission was 2.48 and spiked at 3.97. The patient's pis were in the 2's (baseline 5-6). The patient had a history of intermittent power spikes. On this admission, however, the power spikes began to last longer and were in the 8's and 9's (speed of 8600). His pi's eventually fell again to the 3's. He was having increased heart failure symptoms. Bilirubin and ast (aspartate aminotransferase) were elevated. He was given tpa once and had some improvement. His inr was 2.75. Two or three days later his symptoms reoccurred. He was given another dose of tpa and that is when the intracranial hemorrhage occurred. Prior to the administration of tpa the patient was on a heparin gtt. He continued to take his coumadin. He was given 25 mg persantine 3 times daily for 2.5 days, and it was increased to 50 mg 3 times daily for 2.5 days.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.